Manufacturer narrative:
Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that this patient had past issues with this right ventricular lead. The most recent information noted that noise was evident which resulted in inappropriate shocks. The lead also showed high out of range impedances and did not pace as the programmed pacing thresholds values. A lead fractured was suspected but not confirmed with an x-ray. A replacement procedure took place, and it was confirmed tha the lead was fractured. The lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 341 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
--